Manufacturer narrative:
Device remains implanted and was not returned. Representative reported that they have followed up with the office numerous times to retrieve patient information, but have not been provided with that information. As no patient information is available, a review of the device history record of the device was not able to be performed. The issue is determined to likely be user related. A supplemental MDR will be submitted if additional information is received. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report a potential pocket fill. Representative reported that the nurse practitioner performing the refill was able to push 20cc of medication with no resistance and then pulled 26cc of fluid back. The patient was taken to the hospital later in the day and was admitted overnight and put on a narcan drip. After the patient was discharged, the physician's office was able to refill the pump with 20cc. There are currently no reports of falls, injuries, or mris sustained by the patient. The physician claims the internal bellows were ruptured by the needle; however, no deformation to the needle was reported, nor a loss of medication delivery by the pump. Additional follow-up communication confirmed that the patient is doing well and there are no further issues to report.

Event description:
Reporter from the physician's office confirmed that the patient experienced overdose symptoms, but could not further specify.

Manufacturer narrative:
Internal complaint number: (B)(4).